Manufacturer narrative:
The integra 400 plus analyzer serial number was (B)(6).

Event description:
There was an allegation of discrepant results for 3 patient samples tested for cobas integra glucose hk gen. 3 on a cobas integra 400 plus analyzer. Patient 1 initial result was 19 mg/dl. Since the result was low, the sample was repeated twice with results of 109 mg/dl. On (B)(6)2024 patient 2 initial result was 4.0 mg/dl. The repeat result was 86 mg/dl. On (B)(6)2024 patient 3 initial result was 1.0 mg/dl. The repeat result was 86 mg/dl.

Manufacturer narrative:
The customer has not provided any additional information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.